Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor it was reported that a pocket revision was done to move the ins. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on november 22 reported the patient did not show weight less leading up to the procedure. The rep noted the implantable neurostimulator (ins) was located in the left side of the buttock in a less fatty area of the buttock and the patient could feel it when she would sit, and it was uncomfortable. The rep noted the ins remained active in the patient, it just needed to be moved slightly to the left to be implanted under more fat tissue. The rep noted the information was confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.